Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The site reported that the patient had an enb procedure followed by a vats wedge resection surgery. The surgery was agreed to by the patient prior to the enb procedure. The patient was noted to have a small left apical pneumothorax which improved throughout the hospitalization. The patient was discharged home with a heimlich valve in place. According to the reporting physician this pneumothorax was not related to the enb system or procedure.